Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a cystoscopy, bladder hydrodistention, anterior colporrhaphy, paravaginal repair due to symptomatic pelvic organ prolapse, interstitial cystitis. On (B)(6) 2010 a mesh was implanted, concurrently with a cystoscopy, vaginal wall graft revision, bladder hydrodistention, lbso, bilateral uterolysis due to sui, vaginal wall graft revision, pelvic pain, ovarian cyst, and interstitial cystitis. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, bleeding, cystitis and vaginal scarring. It was reported that patient underwent mesh revision in 2008 & 2013 due to extrusion and organ perforation . No additional information was provided.